Manufacturer narrative:
Date sent to the FDA: 1/5/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent laparoscopic recurrent incisional hernia repair on (B)(6) 2010 and mesh was implanted. The patient experienced pain following surgery. It was reported that the patient underwent elective laparoscopic repair of recurrent incisional hernia on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.